Event description:
It was reported that the pump touch screen was delayed in response. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support and proceeded with renewal pump process, and no additional information was received regarding the outcome of the event.